Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer- additional information. H2: additional information. H6: adverse event problem component codes ¿ additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
B5 describe event or problem - addition informationg3 date received by mfg - addition informationg6 type of report - addition informationh2 additional information/ device evaluation - addition informationh6: health effect - clinical code 4581 appropriate term/code not available was used for patient feeling "redness" symptoms.

Event description:
Subsequent to the initial MDR, an addition is required

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.